Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported that the customer had a hypoglycemic episode and he was attempting to disconnect from the insulin pump. The mother stated that the insulin pump was dropped and the bottom of the device has cracked off and the motor is exposed. The device started to alarm and the battery was removed. The blood glucose reading was 112mg/dl. Advised the caller that the customer had to discontinue the use of the device and revert to back up plan. Troubleshooting was declined as customer was overseas. No further information was provided.

Manufacturer narrative:
The insulin pump received with cracked and bleeding lcd glass. Unable to verify blank display due to cracked and bleeding lcd glass. The insulin pump received with broken off end cap and missing motor assembly.